Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The patient reported their ins has not seemed to take a charge for the past 2 weekends. On (B)(6) 2024 patient (pt) called back stating 2 weeks ago on friday they had a procedure on their spine, they think rfa [unrelated to device/therapy]. Pt said they did not turn stim off. Since then pt tried charging ins on next 3 sundays and pt was concerned that ins was not charging. Pt first noticed it on january 28th. Pt has the wireless recharger (wr). When pt tried charging and pressed the button to charge, within a minute or two it goes to orange and a beeping sound that means it either lost the connection or done charging. Pt did not have the patient programmer with. Troubleshooting could not be performed. Reviewed to check what the programmer shows on the screen. Also reviewed pt can try resetting the wr and call back if not resolved. On 2024-feb-20 patient called back and stated they tried connecting with the programmer and are getting poor communication with and without the antenna. Recharger is not charging the ins. Patient stated the ins is for migraine. Agent asked clarifying questions and patient said the ins was last charge jan 21, 2024. Agent reviewed ins is possible over discharge state and recommend patient consult with hcp office for next step. Patient stated they are at the hospital and if someone is there to assist. Agent reviewed reps role. Agent provided nas number for hcp office to call. On 2024-feb-21 rep called looking for further assistance with patient today. Rep was getting device not found on the clinician tablet today. Technical services (ts) reviewed the need to reset the ins with the wr or insr, both of which were not available at time of call. Ts will email rep instructions on how to reset the ins with wr. Ts reviewed to rep to have pt bring the wr, dock and charging cord to next appointment as those are needed to reset the ins.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported they called and talked with tech support about the patient (pt). Rep reported pt's recharger was fine and they were able to get the patient to recharge. The issue has been resolved and the physician was made aware of the issue.

Manufacturer narrative:
Continuation of d10: product ID wr9200 serial# unknown: product type recharger medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.